Event description:
See intial report.

Manufacturer narrative:
Review of the DHR for the claimed lot did not identify any deviations, non-conformities, or material scrap/requests relevant to the reported issue. The root cause of the kink is unknown. To improve the resistance to kinking during the application, livanova has compared the aortic root cannula with other non livanova similar aortic root finding other cannula present thicker tip. Increasing the thickness should improve resistance to kink. In addition, it was found that, the conicity in the complained tip is constant along the tip while other tips of similar aortic root are characterized by an increase of conicity towards the distal extremity. Increase of the conicity should enhance the smooth insertion within the aortic wall. The investigation that livanova has opened to address the root cause(s) of the kink of this cannula could not identify any specific root cause. No device malfunction could be confirmed. No new hazard has been identified: the failure is described in the relevant risk management file of the products. In details, when a tip kinks or bends, the cannula behaves as a cannula with a clogged tip. According to the relevant risk management file, when the tip of the cannula is clogged, the flow or venting may be reduced or prevented. A patient harm can occur if the patient is not monitored, and the failure remains undetected. However, patients are continuously monitored during the procedures. Accordingly, these failures were noted, the devices replaced, and no harm to patient has ever occurred. According to livanova procedure, the patient overall risk level (the combination of the probability level incredible and the severity critical), is considered acceptable. As the residual risk is in the acceptable region, no action on the market is deemed necessary. Despite the root cause of the kink is unknown, the risk is acceptable and no malfunction of the device could be identified, livanova has planned to improve the tip of the device by increasing the wall thickness and by improving the conicity on the external surface. Livanova wil keep monitoring the market.

Manufacturer narrative:
During a dekra audit, livanova has identified that submitted report did not clarify that investigation that livanova has opened to address the root cause(s) of the kink of this cannula suggested that the issue is associated to the intrinsic characteristic of the cannula. Despite the risk is in the acceptable region, to improve resistance to kinking during the application, livanova has planned to improve the tip of the device by increasing the wall thickness and by improving the conicity on the external surface. The present report is being submitted to provide this clarification. The improvement activities are planned for completion by q2 2022.

Event description:
See intial report.

Manufacturer narrative:
Patient identifier: no patient information was provided a review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Device availability has not been clarified. Investigation is ongoing. If any additional information pertinent to the reported event is obtained, it will be provided in a supplemental report.

Event description:
Livanova USA inc has been informed that, during the administration of the cardioplegia through the cardioplegia cannula ar-11114, medical team could not administer the cardioplegia, the aortic cross clamp had to be released, the cannula was extracted and the tip found kinked. No information of patient outcome was provided.